Event description:
Boston scientific received information during a follow up visit, interrogation revealed that shock therapy episodes could not be viewed in the device memory. In addition, during a treadmill test, when enhanced detection was programmed and therapy was off; the rhythm match percentage could not be viewed. An internal technical service consultant was contacted and provided a synopsis of the data. During the review of the data, it was noted that there were two episodes where therapy had been programmed to monitor only. It was unknown whether this occurred during the treadmill testing or had accidentally been programmed off and therapy would not have been available. Subsequently, the device had been reprogrammed to monitor plus therapy. No adverse patient effects were reported.

Manufacturer narrative:
According to available information, this device remains implanted and in service. Should additional information become available, this event will be updated.